Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation. The glasses of the venous probe were cleaned and was learned and initialized successfully. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed.a follow up will submitted when additional information become available.note: this event occurred on the portuguese market on a significantly similar device to base unit cardiohelp, which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for base unit, cardiohelp with catalog number 70104.8012, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
It was reported that the sv02 sensor (venous probe) has a calibration failure. The cardiohelp was exchanged during treatment. No harm to any person has been reported.as the cardiohelp was exchanged during treatment, which is a potential risk for the patient, a report is needed. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the sv02 sensor (venous probe) has a calibration failure. The failure occurred during treatment and the cardiohelp was replaced. No harm to any person has been reported. As the cardiohelp device was replaced during treatment, a report is required. A getinge field service technician (fst) was sent for investigation. The lenses were cleaned, as they had contamination on it and the venous probe retaught. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the fst the root cause was determined as contamination of the venous probe lenses.the venous probe does not influence the blood flow of the device. The venous probe is for monitoring the blood gas values (hemoglobin (hb), hematocrit (hct), oxygen saturation (svo2) and venous temperature). In the instructions for use (IFU), chapter "monitoring and sensors" of the cardiohelp system it is stated that these values must be regularly checked by the user via a blood gas analysis by a laboratory. Furthermore, in the IFU is stated that prior to a therapeutic measure based on the parameters displayed, a laboratory blood gas analysis must be checked. The cardiohelp generates an acoustic and visible alarm in case of a failure of the venous probe. Additionally, in the IFU, chapter "application overview for disposables", is stated that if the disposable was changed during operation the venous probe could be re-initialized again. According to the IFU of the cardiohelp, chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in chapter "connecting the sensors" it is stated that the sensors must be kept clean. The device was manufactured on 2010-12-02.the review of the non-conformities has been performed on 2025-03-25 for the period of 2010-12-02 to 2025-01-23. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas.based on the results the reported failure "sv02 sensor (venous probe) has a calibration failure" could be confirmed. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2024-01-23 till 2025-01-23). The customer will be informed about the results by the getinge sales and service unit. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter "cleaning and disinfection" the instruction for use.the occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).